Event description:
It was reported that the patient with this right ventricular (rv) lead was scheduled for a radiofrequency av node ablation procedure. Prior to this procedure, the physician checked the implanted cardiac resynchronization therapy defibrillator (crt-d) system and observed that the rv lead exhibited high capture threshold and therefore postponed the ablation procedure. The patient was then scheduled for a lead revision the following day. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead will not return for analysis due to contamination.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this right ventricular (rv) lead was scheduled for a radiofrequency av node ablation procedure. Prior to this procedure, the physician checked the implanted cardiac resynchronization therapy defibrillator (crt-d) system and observed that the rv lead exhibited high capture threshold and therefore postponed the ablation procedure. The patient was then scheduled for a lead revision the following day. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead will not return for analysis due to contamination.